Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noticed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.